Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient's therapy had stopped and was turned off when they checked with the patient programmer. They turned therapy back on after multiple attempts. The patient met with the rep at the doctor's office and checked the ins and the 0x400 power-on reset (por) error code was displayed, but they were able to successfully clear the por. The patient indicated that the stimulation had been working fine since the por event.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's wife heard something at night from the patient's programmer device and then in the morning the patient was not feeling stimulation. The patient tried to check the ins with his programmer and he saw the doctor screen on the programmer but he did not know the code with it. The patient stated he was finally able to turn stimulation back on with his programmer and it was working again. It was noted that the change in therapy and symptoms were sudden. The patient was recommended to follow up with their doctor to have his device check.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.